Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had no image. The issue was found during preparation for an unknown procedure. There were no reports of patient harm.

Event description:
It was reported, the rigid video scope had no image. The issue was found during preparation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation revealed the following reportable malfunctions: scratches on distal edge, minor stains under light guide cover glass, and minor cracks on side of video connector. Based on the results of the investigation, and since no image was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. It was determined the malfunctions identified during the device evaluation were due to component failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.